Event description:
A nurse reported an intraocular lens (iol) was noted to be broken at a postoperative visit. The surgeon reported the haptic was broken at the optic junction. In a follow up, the surgeon reported that the event resolved with treatment.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area. Other haptic was bent-gusset area. Optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/17/2009 by fax and mail. A completed questionnaire was received on 06/22/2009.